Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 6.0 x 60 mm 200cm ranger drug coated balloon was advanced for dilation. However, during inflation, the balloon ruptured at 5-6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 6.0 x 60 mm 200cm ranger drug coated balloon was advanced for dilation. However, during inflation, the balloon ruptured at 5-6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the target lesion was 90% stenosed and mildly tortuous. The balloon ruptured upon second inflation for 5 seconds, and the device was simply pulled out.